Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer reset the pump to resolve the issue. Customer¿s blood glucose level was 150 mg/dl. Additionally, it was reported that the customer experienced elevated blood glucose (bg) levels displayed as "high"; specific value was not provided. The cause of the high bg was unknown. Elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with their healthcare provider.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.